Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a bleed back. Mapping catheter inserted to pre map and bleed back immediately seen at valve. Procedure completed using an alternate device. No patient complications occurred. The device is expected to be returned.